Event description:
It was reported that during an implant attempt the atrial lead could not be successfully positioned due to patient anatomy. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed; no anomalies were found. Blood/body fluid was present on the proximal conductor. The outer insulation was breached cut; lead damaged at implant.